Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen and morphine via an implanted infusion pump. The pump was programmed to deliver baclofen 2000mcg/ml at a dose of 2198mcg/day and morphine 2mg/ml 2.19mg/day. Other medications that the patient was taking at the time of the event included voltaren, benadryl and buspar. The patient's medical history included a motor vehicle accident with partial quadriplegia (t4 paraplegic) from spinal cord trauma with spasticity. The pump's indication for use was listed as spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the pump was empty due to the patient missing a refill. The low reservoir alarm occurred on (B)(6) 2016 and the empty reservoir alarm occurred on (B)(6) 2016 at 22:35. The patient experienced sudden symptoms of spasms in belly and watery eyes. Per the physician, no troubleshooting was needed. On (B)(6) 2016, the pump was refilled and 1 ml was aspirated from the reservoir prior to refilling; the physician expected 0ml. At the time of the report the patient was receiving 20mg oral and baclofen and percocet. It was noted that the patient was hospitalized on (B)(6) 2016 for an unrelated reason; not due to the device or therapy.